Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. After charging the pump, the malfunction was no longer present, and the customer was advised to load a cartridge, resume insulin, and rejoin the sensor session. The pump did not exhibit the same malfunction again, and the customer was instructed to continue using the pump and to call back if any malfunction code recurred. The customer acknowledged and understood the instructions.